Event description:
During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the tubing was replaced because the metriq pump made an abnormal sound, but the abnormal sound did not disappear. The tip of the catheter was checked during purging, and the water flow from the tip was found to be different from the usual, so it was replaced. The procedure was completed successfully. No patient complications were reported.

Event description:
During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the tubing was replaced because the metriq pump made an abnormal sound, but the abnormal sound did not disappear. The tip of the catheter was checked during purging, and the water flow from the tip was found to be different from the usual, so it was replaced. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the device had no visual defects. Functional tests were performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During the leakage test, the device's lumen was leak was conducted using an isaac hd leak tester (pressure decay test system), and a touchy burst seal for sealing the irrigation holes. The lumen pressure decay was measured three times. The unit passed the test without problems. A flow test was conducted, and the device was connected to a metriq pump, and was purged at 60 ml/min. All six irrigation ports flowed freely. The pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. The reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.